Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose level was high and he could not get it lower. Customer reported that he administered a bolus through the insulin pump. Customer reported going to bed the night before the call with a blood glucose level of 180 mg/dl and waking up with a blood glucose level of 445 mg/dl. Blood glucose level was 414 mg/dl at the time of the call. Customer stated that air bubbles were present in the tubing of the infusion set. Customer also reported treating the high blood glucose level with an insulin pen. Customer was able to prime and get most of the air bubbles to prime. No further info was provided.